Event description:
Report received of an overdelivery. During routine preventative maintenance testing by the user facility, the device delivered a measured volume of 21.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation.